Event description:
It was reported that the patient was awakened after receiving several shocks, and there was a possible lead fracture or loose setscrew. Both the device and the lead were explanted. Additionally, alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: distal conductor fractured; full lead returned and analyzed. No anomalies were found

Event description:
It was reported that the patient was awakened after receiving several shocks, and there was a possible lead fracture or loose setscrew. Both the device and the lead were explanted. No further patient complications have been reported as a result of this event.